Event description:
On (B)(6)2009, abbott point of care was contacted by a customer who reported an I-stat ctni cartridge yielded a result of 1.19 ng/ml (unknown if sample is whole blood or plasma). Same sample tested using a laboratory instrument yielded a result of <0.01 ng/ml (sample is believed to be plasma). Customer repeated the same sample (unknown if sample is whole blood or plasma) using an I-stat ctni cartridge and was unable to reproduce the troponin of 1.19 ng/ml, test results not provided.